Event description:
It was reported that the arctic sun device was not cooling. A functional check of the device showed that the chiller was not cooling. Biomed requested a quote for depot repair. Per work order update on 29nov2022, biomed spoke with bd tech support would like to send device in for chiller repair and requested a loaner and quote. An estimate has been sent to customer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was not cooling. A functional check of the device showed that the chiller was not cooling. Biomed requested a quote for depot repair. Per work order update on 29nov2022, biomed spoke with bd tech support would like to send device in for chiller repair and requested a loaner and quote. An estimate has been sent to the customer.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. During testing, it was confirmed that the unit was not cooling properly. Chiller assembly was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as this is not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.